Event description:
It was reported that two tulip heads popped off the screw shaft during reduction of the l5-s1 levels. The screws were removed with no medical complications outside of extended time of surgery which was approximately 5 minutes.

Manufacturer narrative:
Methods: device history review; device inspection; complaint history review; risk assessment. Results: the customer reported xia 3 titanium polyaxial screw tulip disengagement intra-op was confirmed via a visual inspection in the complaint investigation lab. The event resulted in a 5 minute delay and there were no adverse consequences to the patient. No manufacturing anomalies that could be associated with the breakage were reported the inspection revealed multiple dents on the edge of the screw head, suggesting that the screw was implanted at a high angulation. These dents appear larger than what would be expected of a 12 nm tightening torque. Additionally, the multiple dents on the screwhead show that multiple tightening attempts with the blocker had been performed on this screw. An r&d study document explains that multiple tightening attempts with the blocker can lead to tulip disengagement as they cause the screw head to be deformed enough to allow it to pass through the tulip. Furthermore, review of the correspondence confirms that the screw was implanted at the s1 vertebra, which is a location that will present a high screw angulation if fixation is attempted, and creates a situation where a rod may not be well seated in the tulip if not properly bent. The xia 3 surgical technique details rod insertion and blocker tightening and advises the customer to use caution in the event that the rod is not fully seated within the tulip during tightening of a blocker. The surgical technique also states that final tightening should be performed once all correction procedures have been carried out. However, in this case, the surgeon performed final tightening on the blocker at s1 and then attempted to correct the condition by persuading the rod into the screw tulip at l5. The most likely cause of the reported event is the act of final tightening prior to performing corrections, while using a high torque during multiple tightening attempts with the screw at a high angulation. These conditions likely lead to deformation of the screw head, which allowed it to pass through the tulip when force was applied during rod persuasion. Conclusion: the exact cause of the event cannot be determined conclusively. The most likely cause of the reported event is the act of final tightening prior to performing corrections, while using a high torque during multiple tightening attempts with the screw at a high angulation.

Event description:
It was reported that two tulip heads popped off the screw shaft during reduction of the l5-s1 levels. The screws were removed with no medical complications outside of extended time of surgery which was approximately 5 minutes.